Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead was fractured. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6)2014. (B)(4)

Event description:
It was reported that the patient received shocks due to oversensing of the right ventricular (rv) lead. A lead integrity alert (lia) triggered for non-physiologic oversensing, high pacing impedance, noise, and loss of capture. High impedance was also noted on the superior vena cava (svc) coil. A magnet was applied. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was explanted.